Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for an evaluation and the screw appeared to be new and had no evidence of use. The screw measured 28 mm as noted in the complaint, but the packaging and labeling was discarded during the decontamination process, was not returned, and is no longer available. Therefore, the complaint condition could not be verified and this complaint is indeterminate.

Event description:
It was reported that while the sales consultant was stocking a set, he opened the package and the screw was 1 mm too long. It should have measured 27 mm and actually measured 28 mm. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).